Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was 7.1 mmol/l at the time of incident. Caller stated that the insulin pump display was flashing and the buttons were unresponsive after exposure to moisture. The customer had gone swimming while wearing the insulin pump on several different occasions. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to moisture damage on the electronic assembly. Unable to verify missing segments or partial display, keypad unresponsive or button error alarm, hardware low level failures error and perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.